Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 gas would not flow through btt port when normal connections were made. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Correction: the DHR for the btt sub assembly device was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed. Internal complaint number: (B)(4). Auto number: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 gas would not flow through btt port when normal connections were made. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Lot# 25134968. (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. The device showed signs of clinical usage and evidence of blood. There was blood detected on the btt device, on and around the balloon. The endoscope/cannula was not returned. An inflation test was conducted. The balloon was inflated and submerged in plain water to observe the presence of bubbles. The device did not pass the inflation test. The device did not inflate, and bubbles were observed under submersion. There were no tears or holes detected in the btt bubble. Based on the condition of the device as returned and the results of the investigation the reported failure "improper flow or infusion" is confirmed. The DHR for the btt device was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 gas would not flow through btt port when normal connections were made. A replacement device was used to complete the procedure. The hospital did not report any patient effects.